Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download was performed, normal device function resumed. The patient would continue to be monitored.

Manufacturer narrative:
No conclusion code available. Final analysis confirmed the reported backup vvi operation occurred due to a hardware reset and non maskable interruption errors. After the product code was downloaded, normal device function resumed.

Event description:
New information reported stated that on (B)(6) 2017 the patient presented to the clinic and the pulse generator was operating in backup vvi mode; normal device function was restored. A device replacement would be considered by the physician.

Event description:
New information reported stated that on (B)(6) 2017 the device was successfully explanted and replaced. The patient was in stable condition post surgery.